Manufacturer narrative:
One device was returned for repair with complaint that device has a low volume. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damage was found on the device. As a result of checking the event log, it could not confirm that there was no record of the related customer reported issue. Functional testing was performed. The reported problem was replicated. The cause was a defective speaker (piezo). Replaced the speaker and device passed all function tests.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the product has a low volume. The event occurred before patient use, and during testing. There was no patient involvement.